Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: foreign material. The customer reported "white particulates" flowing in the anterior chamber of a patient during the procedure. The reporter did not provide details if the foreign material was removed during the initial procedure or if the patient required a second procedure to remove the foreign material. Additional follow-up information has been requested.